Event description:
It was reported that when using the bd pyxis¿ medbank tower, its drawers was offline. The customer reported there was a delay in dispensing medications to the patient and issue occurred at dispensing workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device involved in the incident, it was determined that the drawers were offline. A technical support specialist restarted the adapter, and the drawers were back online. The system functioned as intended after the technical support specialist troubleshot the device.